Event description:
Alleged event: during an adrenal removal surgery, the surgeon found that the clips cannot be opened. They stopped using the applier. The doctor checked the jaw of the applier and found it was loose. The clip was applied properly but the applier would not let go of the clip. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.